Event description:
It was reported that the connector part on the motor drive unit was worn out due to frequent use. The disposable cannot be connected to the generator. This was noted prior to use.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.